Manufacturer narrative:
External insulation abrasion was noted at 9.0 - 9.3 cm from the pin that exposed the outer coil in one location proximal to the suture sleeve tie impression. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient's atrial noise was oversensing noise. The lead was explanted. The patient was stable throughout the event.